Manufacturer narrative:
Analysis found that visually, the tip of the device had broken off. The portion that became detached measured approximately 0.12" x 0.08". When viewed under magnification, the configuration of the fracture was consistent with shear or bending stress. The shaft diameter shall measure 0.0200"/+-0.0003 and the actual measurement was 0.0200" which is in tolerance. If information is provided in the future, a supplemental report will be issued.

Event description:
A health care provider (hcp) reported via a manufacturer representative that when the operative field was inverted in the deep of the site during a tympanoplasty procedure, the tip of the drill was broken and detached. There were fragments detached from the device and the parts dropped into the patient's body. The parts were aspirated, therefore there were no parts left in the patient¿s body. The drill was used as usual and had not broken until the reported point. There was no delay in the procedure and the case was completed using a back-up device. There was no intervention performed or planned as a result of this event. There were no additional intervention done after the procedure as well. There was no patient impact or injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Upon follow-up, it was reported that the fragments were immediately retrieved. There was no additional procedure performed. There was no medical intervention (x-ray, CT scan, imaging) performed to determine if there were fragments left.